Event description:
Implant fracture, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inflammation ((B)(6) are same patient).